Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.

Event description:
A pt reported blood glucose results of "38 mg/dl and 200 mg/dl" with a kifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expetced value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The control solution was replaced.